Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was in bed since the operation. At an unknown date a month ago, the patient felt a lot of pain and went to the doctor. An x-ray y was taken which showed that the plate was broken, the removal surgery was on (B)(6), 2014. The surgeon at another facility inserted a dhs (dynamic hip screw) to replace of the broken plate. It was also report that the patient is suffering from osteoporotic bone. There was no report of a surgical delay. This report is for 3 of 3 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosisadditional information received via x-ray review.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received from an x-ray review; there were seven x-rays all are of very poor quality and there are no names or dates on the films. It is not possible to comment on bone quality due to the poor quality of the x-rays. Five x-rays show a left femur fracture with a blade plate and two x-rays show a left femur fracture treated with a dhs plate and screws. Two x-rays show that the blade plate was removed and the fracture treated with a dhs plate with eight screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received via an x-ray review; it was reported that the screws appear to be still in the bone; however the x-ray was of poor quality. It was also reported that the screws were possibly inserted as lag screws, separate to the plate. Without initial operation notes this information is impossible to confirm. This report is for one unknown lag screw. This report is 3 of 3 for complaint (B)(4).